Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a supra ventricular tachycardia (svt) episode, there was one possible ventricular under-sensed beat noted on the electrogram. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.